Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was not possible to pull out the inner package out of the outer package. Surgery delayed for 10 minutes. Another like device was used and procedure was successfully completed. No patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) used to capture the insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.